Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code reappears, which the caller acknowledged and understood.